Event description:
Percutaneous coronary interventions of the mid lad and mid/distal rca were performed. An ebu 3.75 guide catheter was used to wire the lad with a roll x wire. The mid lad lesion was pre-dilated with a legend 2.0mm x 12mm balloon inflated to 10 atm and stented with an endeavor 3.0mm x 30mm stent deployed at 20 atm (MFR report # 2953200-2009-01143). The rca was then engaged with a jr4 guide catheter and wired with a roll x wire. The distal rca was first pre-dilated with a legend 2.nmm x 20mm balloon inflated to 15 atm; this balloon was then used to pre-dilate the diffuse mid rca lesions. The distal lesion was then stented with an endeavor 2.5mm x 30mm stent deployed at 14 atm; the mid lesions were stented with two endeavor stents (proximally with 3.0 x 18mm and distally with 3.0x 30mm, both deployed at 16 atm. A small filling defect was seen in the distal rca and resolved after aspiration with an export catheter. Final angiogram revealed well apposed stents with patent distal vessels and timi iii flow. (Reference MFR report# 2953200-2009-01555 and 2953200-2009-01556) two days following index procedure, patient was noted to be in atrial fibrillation with rapid ventricular response. Patient was treated with nodal blockade with some relief of shortness of breath. However, patient was hospitalized 3 days later. Patient developed acute respiratory distress necessitating transfer to the ICU. While in the ICU, patient subsequently worsened and required intubation. During intubation, the patient was noted to become bradycardic and subsequently developed significant st elevations anterior and inferiorly. Patient then rapidly developed cardiac arrest during emergent transfer to the cardiac catheterization lab. Upon arrival, patient had pulseless electrical activity. Emergency catheterization was performed with ongoing cardiopulmonary resuscitation. Diagnostic coronary angiography showed mid lad stent thrombosis as well as cardiac standstill. The mid lad was wired with ongoing CPR, multiple balloon inflations and aspiration thrombectomy were performed in the mid lad. Pea persisted in spite of IV and intracoronary administration. After approximately 30 minutes of CPR and lad dilation, spontaneous rhythm returned. Lad antegrade flow was restored. The patient had severe bradycardia requiring temporary pacemaker implantation. CPR was halted and further balloon dilation and manual thrombectomy was performed, with improvement in flow (3.00 x 10mm sprinter legend balloon to 10 atm, 3.00 x 20mm sprinter legend balloon to 10 atm and 2.00 x 20mm sprinter legend balloon to 10 atms, export aspiration catheter multiple passes along the length of the lad) at this point an emergent transvenous pacemaker was placed into the rv via the right femoral vein. Rca angiography showed an occluded thrombotic proximal rca (stent thrombosis). Antegrade timi iii flow was obtained following balloon angioplasty of the proximal to mid rca. Manual aspiration thrombectomy of the rca was then performed, restoring rca flow. Further manual aspiration thrombectomy was performed in both the lad and rca respectively and each was also treated with intracoronary adenosine via the export catheter. At the conclusion of the procedure, both the rca and lad had timi iii flow with no significant residual stenosis. Patient was transferred to the ccu in critical condition. Later that day, patient became very combative and disoriented. Patient developed shortness of breath with o2 sat at 90% with hr at 140s and was very anxious. Patient was transferred to the micu. While in micu patient decompensated and was intubated. Then patient became bradycardia in the 40s then 20s and ECG monitored show transient st. Epinephirine were given and cath lab activated. Patient was rushed to the cath lab and chest compression was performed. Cath revealed stent thrombosis in mid lad and mid rca with successful pci and manual thrombectomy. An impella was placed for afterload reduction for cardiogenic shock. Patient went into systole the next day. Code team came to bedside. Patient received 5 rounds of epi, 3 rounds of atropine, nahco3x2, amiodarone x 2 before pulse was regained. Patient went into vfib and was shocked 3 times, in additional 3 more rounds of epi, 2 more rounds of atropine and 1 x bicarb were given. When patient was on max vent settings, two vasopressors, with unstable bp and hr. Patient was made dnr. Patient was pronounced dead the following morning.

Manufacturer narrative:
(Secondary intervention-revascularization) - evaluation results: (cardiac death, stent thrombosis, revascularization).